Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level due to this event. Technical support educated the caller on battery best practice tips, advised them to monitor the system, and to call back if the issue persists.